Manufacturer narrative:
(B)(4). Batch # n56h3m. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy procedure, while the device was activated, the device stopped and did not staple or fire. The surgeons pushed the trigger. It was necessary to use a sterile applicator to complete the surgery. There were no adverse consequences for the patient.